Event description:
On 8/13/1998, pt admitted with possible leaking breast implant on the right side. Capsulotomy with removal of the right implant was done. Implants sent to manufacturers for evaluation.